Event description:
Complaint has been evaluated and the alleged issue was addressed with the technical support team assigned to the customer¿s location. No product returned for evaluation. The information has been added to the database for trending purposes. Trends will continue to be monitored.